Event description:
Info received indicates when the bed is unplugged, the battery charged light was on solid but will discharge after a few minutes and the battery light would go out. If a function is run the battery light goes out and the bed has no functions.

Manufacturer narrative:
The tech replaced the battery to repair the bed.